Event description:
(B)(4). Implanted; I began having odd symptoms such as extreme fatigue, dizziness upon standing which has developed into just full on dizziness and vertigo at random moments, vision problems, digestive , I have been diagnosed with ibs, gerd, a hernia in my esophagus, a hernia behind my belly button, I have been diagnosed with polyneuropathy, migraines, interstitial cystitis, radiculopathy, muscle weakness, polycystic ovarian syndrome, vascular hypersensitivity, I have had many dental issues, after taking control of my anxiety when I was a teenager, I began having bouts of anxiety that were extremely bad and major panic attacks, I've been told I have costochondritis and possible fibromyalgia, I have pulsatile tinnitus in my left ear, I've gotten random rashes, extremely dry skin, my hair has thinned, have developed parkinson like tremors in my fingers, insulin resistance, extreme weight gain from almost the beginning, I've been diagnosed with adrenal problems, suffer from severe bloatedness from the beginning, there's been an extreme mental deterioration such as cognitive failure, confusion, extreme short term memory loss, forgetfulness, brain fog, forgetfulness of words always searching for the right word or using the wrong / opposite word I find it hard to comprehend simple and extreme tasks, I find it hard to multitask and concentrate, brain shocks, I've complained of air hunger, brain shocks, body tremors, numbness in my lips, tip of my nose, fingers, different areas on my body and tingling in different parts of my body including my fingers and my feet, pain in my pelvis area in the front and as well as the lower areas in my back, I have had unexplained pain throughout my abdomen that has taken me to emergency room more than once, insomnia, lack of sex drive, not able to reach climax during intercourse as well as painful intercourse, missed periods, heavy bleeding, extreme cramping and ovarian pain, premenstrual dysphoric syndrome, depression that continues to grow worse, "my stomach does not empty quick enough myself against does not squeeze and work properly causing many issues with swallowing," I've had to give up my career as a hair stylist due to neuropathy in my arms, I've seen endocrinologists, several gastroenterologist, different neurologists as well as a psychiatrist or nurse practitioner for anxiety and depression medicine, have suffered from major fatigue and tiredness sometimes not being able to sleep with insomnia so bad and other times so tired it was hard to get out of bed, I have had flu like symptoms in the past that made it feel like I had maybe mono, I've had my gallbladder removed as well. I'm sure the things that I am leaving out and things that have yet to come. This was covered by my insurance and done in my gynecologist office.